Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device experienced issue with the loading/firing of the clips. A second product had to be opened and used to complete the case. There was no patient harm.